Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The device was returned with both t1 and t2 anchors and suture detached from the device. The deployment needle is in the t1 pre-deployment position indicating the device has been deployed twice. The needle has debris. A functional evaluation revealed the device works as expected without the ability to test already detached anchors. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the anchor t1 was deployed but the t2 could not be deployed successfully. T1 was removed from the patient's anatomy. There was no significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.